Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - health effect clinical code 4581: pigment dispersion, unreactive(fixed) pupil, anterior chamber flare. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm5_12.1, -11.5/1.0/081 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2024. Pigment dispersion, unreactive (fixed) pupil, anterior chamber flare, and lens rotation not associated to a low vault was observed. Lens repositioned on (B)(6) 2024. This did not resolve the problem. Eye drops prescribed. On (B)(6) 2024 the lens was exchanged for a longer length lens, this did not resolved the problem.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found haptic broken and bent to the lens. Dimensional inspection found the lens to be within specifications. Claim # (B)(4).